Event description:
The physician claims that the graft was implanted for a bypass procedure in the patient's leg. During the procedure, the graft was tearing at the anastomosis while being sutured. The physician completed the procedure. Following the completion of the procedure, on the next day, the graft was found to be thrombosed. The physician reported that the graft had split, but did not indicate at what point in the re-operation was the split observed. The physician then explanted the graft and replaced it with another graft. The patient is presently being kept in the hospital for healing and observation. On 01may2007, we received the following additional information: the graft was implanted as an interposition from an existing graft to the saphenofemoral junction, as this was a dialysis graft thrombectomy and revision. The graft was opened as a graftotomy due to there not being adequate flow on completion. Therefore, a 4 fogarty was passed through the graft again. When the physician went to close the graftotomy, the graft split longitudinally. Being investigated. On 16may2007, we received the following updated additional information: the patient returned to the o.r. For another thrombectomy procedure. The patient is an outpatient being treated for cellulitis [cellulites]. This has given the physician limited options for vascular access. The graft was found to be intact on returned to the o.r. The 4 fogarty had slightly expanded the graft. When the transverse graftotomy was being closed, the graft split longitudinally. The graft was cut transversely. Stay sutures were not used because they were not required for a transverse thrombectomy. At the time of this second procedure, the graft was explanted and replaced. Prior to the removal of the graft, it was observed that the anastomosis were intact. No tunneler was used. The present condition of the patient was reported as "an outpatient being treated for cellulitis [cellulites].

Manufacturer narrative:
.